Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, the valve was unable to pass through the esheath+ and a strut bent while trying to push the valve through it. A second valve was also used in the same manner and also damaged. The delivery system was unable to advance the first time out of the partial expanding portion and the second time it was stuck just distal to the partial expanding portion. It's noted there was a tear at the partially expanding to fully expanding transition point of the first esheath+. The second esheath+ was damaged after the case in the partially expanding portion due to trying to get the valve out to examine. The patient had rapid decompensation with no effusion noted in the chest. The physician believes cause would possibly be from retroperitoneal bleed from the iliac artery, however no angio was taken during CPR and little to no flow made it into the illiacs to examine if/ where the patient was bleeding from. Additional information received noted it's still an unknown cause of death and an autopsy is being done, though the results have not yet been made available. After reviewing the case with the CT surgeon, it was noted in the anesthesia chart that the patient's pressure was mapping in the 30-40 for a total of 8 minutes before any acls or action was taken. It's unknown if the patient had a bleed somewhere or if they just decompensated and could not recover. The perceived root cause of the bent struts was that the struts cause on the iliac stents. The perceived root cause of the resistance was either the stents in the iliac artery or calcium burden.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. Sample #1: the returned device was visually examined for any abnormalities and the following was observed: crimped valve: two (2) bent valve struts at the inflow side, exposed through punctured sheath/strain relief at approximately 1.5" from com-nut. Post-expanded valve: bent struts were corrected. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Frame is distorted. The provided imagery was reviewed, and the following was noted: access side (left or right) was not specified. Patient's access vessels had presence of calcification, tortuosity, and undersized vessel vessels. Per the IFU, minimum luminal diameter (mld) of 5.5mm is required for use of the 14f esheath+. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. While the IFU/training manuals specific to this complaint event are not listed in the technical summary written by edwards lifesciences, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (high push force) likely contributed to the event as review of provided 3mensio imagery revealed presence of calcification, tortuosity, and undersized vessel diameters in the access vasculature. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. The product risk assessment (pra) is captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Prior corrective action, detailed in the technical summary, captures prior high push force investigation and corrective/preventative action. Trending analysis indicates complaint rates are within the control limit. No further escalation is needed at this time.